Manufacturer narrative:
The service engineer (se) inspected the device, however, the repair of the device has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated a backup ventilation (mix o2 flow oor) error code. Although requested, it is unknown if a patient was connected to the ventilator at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.